Event description:
Event description cpi received information that this endocardial lead was removed from service because the patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing spurious shocks. The physician elected to replace the lead due to a fracture, also replaced the ICD at this time.